Event description:
The pt uses u500 insulin. She activated the device on (B)(6) 2012. She reported that on (B)(6) 2012 at 11:51 pm, her blood glucose measured 334 mg/dl. No treatment was recorded at that time. By 8:00 am on (B)(6), her bg had reached 409 mg/dl; still no insulin dosage was reported. She went into diabetic ketoacidosis and at the hospital received an insulin drip and potassium. The device was deactivated at 10:43 am. The time she went to the hospital was not reported.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis. The device is indicated for use with u100 insulin only; the pt uses u500. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "never use insulin that is cloudy; it may be old or inactive, may lead to hyperglycemia or diabetic ketoacidosis (dka)," "the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog, humalog, or apidra. Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider's directions for how often to replace the pod." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."